Manufacturer narrative:
Literature citation: hideto sano, masakazu hasegawa, masato takahashi, masakazu ichimura. ¿clinical outcome of balloon kyphoplasty and evaluation on subsequent adjacent-level vertebral fracture.¿ 2-2-20. Mean age: 74.6 years; 12 men, 20 women; date of event is unknown. (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a study in which balloon kyphoplasty procedures (bkp) were performed to treat non-paralytic osteoporotic vertebral fractures, that 32 patients had fractured levels including t10 (1 case), t11 (3 cases), t12 (7 cases), l1 (14 cases), l2 (3 cases) and l3 (2 cases). Prior to the surgery, all cases had vacuum cleft, injury of the superior endplate line and the inferior endplate line of the fractured vertebral body, and adjacent-level vertebral fracture. The study patients were followed for a minimum of 3 months post-bkp. It was reported that in 4 cases (12.5%), postoperative displacement of cement was observed. The type of cement used in this study was not specified in the literature.